Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# j0511716v, implanted: (B)(6) 2005, product type: lead. Product ID 7479, serial# (B)(4), product type: implantable neurostimulator. Product ID 399930, lot# j0511716v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. It was reported that at the patient's follow up, it was discovered that 4 contacts had impedance. The patient was not getting coverage on 1 side. As a result the patient had the battery replaced at the follow up appointment. Approx 4 of the 8 contacts had impedance. Additional information received reported that during battery replacement/revision, impedances were good in pacu. Two electrodes on the left side were showing high impedances and they were unable to get coverage on the patient left side. Post operation replacement of the ins, there were still lead impedance. The cause of the impedance lead remains unknown and it was not resolved. No actions/interventions were taken to resolve the impeded lead at the time of this report. Patient status at time of this report was alive - no injury.

Event description:
It was reported that during a battery replacement on (B)(6) 2016 the patient¿s impedances were ¿good,¿ but in pacu (post-anesthesia care unit) it was discovered that two electrodes on the left side were showing high impedances and the patient was unable to get coverage on the left side. It was later reported that four contacts were impeded at a follow-up appointment after the battery change: electrodes 8, 9, 10, and 11 were all >10,000 ohms when using electrode 13 as a reference. Another manufacturer representative later reported that an impedance test was done on (B)(6) 2016 after a battery replacement and the lead was ¿impeded.¿ the patient status was reported to be alive with no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.